Event description:
An authorized service center for the MFR (mckinley medical) reported a complaint received from a user facility. The user facility returned an electromechanical ambulatory infusion pump, stating that the pump "alerts continuously". The type of system malfunction was not identified by the user facility. There is no report of pt injury.